Manufacturer narrative:
The lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic bent, a piece of haptic missing and clear residue on lens surface. (B)(4).

Manufacturer narrative:
This product is not markeyed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a vicmo12.6 implantable collamer lens, -13.0 diopter, in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved.